Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-05732. It was reported that the patient presented with an infection. The cause of the infection was co-morbidities that contributed to an infection of his inserted hd line. The infection spread leading to vegetation on the atrial lead. The patient presented for extraction procedure on (B)(6) 2020. The implantable cardioverter defibrillator and atrial lead were explanted. The patient was stable post procedure. The physician does not allege the device or leads caused the infection.